Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6727452, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 275cc mentor memorygel breast implant, catalog #3502751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced a cutaneous contour deformity post procedure. The patient began to notice that the left breast had changed. It was described as looking rippled and having an indentation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.